Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer's blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. Reportedly, the customer required assistance from contact to address BG level with correction bolus via the pump. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: